Manufacturer narrative:
A steris technician arrived on site following the reported event to inspect the table and found that the bolts holding the slide motor assembly had become loose, resulting in the reported event. The technician was unable to determine how the bolts had become loose. To resolve the issue, the technician realigned the slide motor assembly to ensure proper engagement with the tabletop slide rack and tightened the loose bolts. Subsequently, he recalibrated all sensors, tested the table, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review was conducted and confirmed this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported during a patient procedure that their 5095 surgical table slid down without being commanded to do so. No report of injury.